Event description:
The customer reported that he received threshold suspend alarms on his insulin pump, due to incorrect sensor glucose readings. His blood glucose was higher than the sensor readings. Insertion techniques were discussed. No damage or bent cannulas were found on the previous sensor. It was found that the customer was using the proper insertion technique. He stated the sensor was fully inserted but the site was not comfortable. The customer stated blood squirted out of the site when he removed a sensor and he had a bruise. The customer's blood glucose was under 80 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.